Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver moved in the opposite direction from the operator's hand operation. The customer used a backup instrument of the same kind to continue the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was found. The issue occurred with the surgeon's head inside the surgeon side console (ssc) high resolution stereo viewer (hrsv). Reportedly, the instrument moved in the opposite direction of the operator's hand. The surgeon reseated the drape and instrument, but the issue was not resolved. The customer then used a backup instrument and continued the procedure. It was reported that it only took about five minutes to confirm the issue and changing the instrument. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver (lnd) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of dislodged pitch cable to be related to the customer reported complaint. The large needle driver (lnd) instrument was analyzed and found the instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly, as a result of loose pitch cable. The root cause is attributed to component failure. Additional finding related to customer reported complaint: the instrument was found to have a dislodged pitch cable in the housing at the proximal end. As a result, the loose pitch cable caused intuitive motion failure. Common causes are attributed to a component failure. Loose cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. Additional findings that were not reported by the customer: the instrument was found to have corrosion on one or more clamping pulleys in the backend. Common causes of the failure mode corroded/contaminated instrument clamping pulleys are typically attributed to the user mishandling/misuse. For example, this could be by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. This complaint is considered a reportable event due to the following conclusion: it was reported that the large needle driver instrument moved in the opposite direction. Unintuitive motion during a surgical procedure could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.